Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results.

Event description:
As reported, during use of this introducer placed in the internal jugular vein, there was a blood leakage at the valve. Blood loss was minimal since immediately a new sheath was inserted using new stick (removing everything and starting the insertion process from the beginning). There was no allegation of patient injury. Patient demographics unable to be obtained. The device was available for evaluation.

Manufacturer narrative:
The introducer was received by our product evaluation laboratory for a full examination. The report of valve leaking was confirmed. Leak testing was performed with and without a catheter inserted . Leakage was observed with catheter inserted, wiper gasket noted torn. Leak testing was performed without the catheter inserted leakage was also noted. The introducer valve internal components were examined. The duckbill were found to have a hole. No other damage was noted in returned unit. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Updated section h4 (device manufacturer date) and d4 (expiration date). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.